Event description:
It was reported by provider that the left frame broke at the weld where the back cane meets the frame on he t4 wheel chair. The provider states the unit is with the consumer and the end user weighs about (B)(6).